Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dislodged stent requiring CABG. Device issue: dislodged stent. It was reported that the left main had an acute bend. Treatment was for a 40% stenosis proximal to a stent that was implanted in a previous procedure. The stent delivery system (sds) made the turn; however, it could be pushed forward or pulled back. The stent dislodged from the balloon and an attempt was made to advance an add'l balloon to compress the stent against a vessel wall, however, this was not possible. The decision was made to send the pt for CABG, where the dislodged stent was successfully removed. The pt is reported to be doing well. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance revealed that the sds was returned with blood and contrast visible on the outer member and balloon. There was contrast visible in the inflation lumen. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There were two kinks in the hypotube, 16.5 cm and 19 cm distal to the strain relief tubing. There was no damage or kinks noted to the inner member or the tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, or interaction with other devices. The incident info stated that the sds got stuck after navigating the bend in the left main, which suggests that there was an interaction of the device with the anatomy, which could have contributed to the reported difficulty in removing the sds. Although the lesion was characterized as being heavily calcified, it does not appear to have contributed to the failure to advance, since the sds was unable to be advanced after being stuck in the left main. Stent dislodgement inside the body can be affected by numerous factors including but not limited to, extreme tortuousity or lesion resistance, interaction of the stent with accessory device, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned sds indicates presence of crimp marks between the markers of the loosely folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that while attempting to untangle (push & pull), the sds from the left main after being stuck, that the stent implant became disrupted on the balloon and facilitated the dislodgement of the stent during the continued manipulation of the device. Presence of contrast in the inflation lumen, in addition to the balloon being loosely folded suggests that positive pressure may have been applied to the system. It is possible that positive pressure may have been applied to the system during preparation of the device for use, which may have partially deployed the stent and contributed to the eventual dislodgement. Alternatively, positive pressure may have been applied to the system after the dislodgement in the attempt to crush the dislodged stent implant. The incident info indicated that an add'l balloon was unsuccessfully utilized in the attempt to crush the stent against the vessel. The removal of foreign body via surgical procedure is associated with stent dislodgement in-vivo as addressed in the risk assessment. The noted kinks in the hypotube distal to the strain relief tubing was not reported and may have occurred during manipulation of the device in the pt or during packing of the device for shipment back to abbott vascular for eval. The exact cause of the kink is unk, but it does not appear to be related to the reported issues of failure to advance, difficult to remove, and dislodgement. Based on the incident info and results of the returned sds analysis, the reported difficulties experienced during the procedure appear to be related to the operational context use of the device. There does not appear to be any indications of a product quality problem. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.